Event description:
The user facility reported that during impella cp support for a 38-year-old female patient, the pump was at p0 and the pump would not start again. Attempts to restart the pump were made but were unsuccessful. Therefore, the pump was explanted, and a new pump was placed. There was no reported patient harm. The device will not be returned as it was discarded.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the pump stop has been completed. No product was returned for evaluation. Data logs were reviewed and right data log at the end of case show a motor current spike with a simultaneous speed deviation in motor speed. Additionally, after motor current spike, pump flow steps up and become saturated for about 45 seconds before alarm #13 (¿impella stopped ¿ motor current high¿) triggered and pump stop occurred. Additionally, purge flow begins to drop with an increase in purge pressure after motor current spike. Clinical details noted that multiple attempts were made to restart pump after pump stop occurred but clinical team was not able to restart pump. The root cause of the pump stop is most likely due to biomaterial ingestion. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in the using the automated impella controller with the impella catheter, impella stopped, and the troubleshooting the purge system sections. Added- d6a/d6b. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.